Manufacturer narrative:
Other relevant device(s) are: analysis found: corrupted or bad exam. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that a scan was sent to the planning station from the scanner. A manufacturer representative attempted to pull the scan from opt/mnav/data/phi/dicomdata and it displayed numbers rather than the patient name. This issue was able to be replicated. There was no patient present at the time of the event.